Event description:
Pt in o.r. For endovascular repair of aaa. Vessels were noted to be very tortuous, but repair with the endovascular graft appeared to be successful until a completion arteriogram revealed that the graft had shifted. The case was then coverted to an open case and completed in the traditional manner.